Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an unspecified quantity of elastomeric devices. It was observed that the devices would not infuse the medication while the patient was connected for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.